Event description:
It was reported that during a da vinci-assisted total gastrectomy surgical procedure, a cadiere forceps instrument was unable to be released with the instrument release key. A backup instrument was used. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) made multiple attempts to request additional information from the original reporter. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the fenestrated bipolar forceps be returned for evaluation, but it has not yet been received. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history does show any complaints for other issues related to this product. No image or video clip for the reported event was submitted for review. A review of the instrument log of the cadiere forceps (part # 471049-07 / lot # n10200608-0097) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2021 on system (B)(4). The alleged event occurred on the 10th use of the instrument. Based on the information provided, this complaint is considered a reportable malfunction due to the following conclusion: it was alleged that a cadiere forceps instrument was unable to be released with the instrument release key. While there was no known harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.